Manufacturer narrative:
Philips received a complaint on the avalon fm30 fetal monitor indicating that the short-term variability (stv) indicates 44.2 at 16 minutes on the non-stress test (nst) report; however, based on the visible stv, it was less. The customer stopped the cardiotocograph (ctg) and used clinical judgment instead of the report to complete the case. The device was in use on patient at time of event, there was no adverse event reported. Follow up communication revealed that further nst reports were reported normal. The complaint was escalated for technical investigation. A philips product support engineer reviewed the case information and provided the following information as it relates to the alleged issue: we know that short artifacts (large jumps of fetal heart rate due to weak signal / jump to maternal heart rate) can cause a high averaged stv value. The dawes/redman guidelines do not mention any filtering of such artifacts other than ¿discarding minutes with more than 50% signal loss¿. High stv values are not considered as nst criteria in the guidelines. The system is meant to be an aid for clinical management, the diagnosis remains the responsibility of a qualified clinician. To make clinical decisions the visual assessment of the clinician, combined with the computerized analysis report should be considered. Based on the information available and the testing conducted, the cause of the reported problem was not able to be established. The reported problem was not confirmed. The cause of the issue was not confirmed; however, the customer indicated further testing was normal no failure was identified.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that while performing cardiotocography (ctg), a short-term variability (stv) was reported at 44.2 at 16 minutes on the non-stress test (nst) report; however, based on the visible stv, it was less. The ctg was continued, and clinical judgement was made without the use of the nst report. The device was in use on patient at time of event, there was no adverse event reported.